Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil is stretched, unwounded and broken 139cm from the strain relief. The burr is missing. Microscopic examination revealed no additional damages. Functional testing was performed by rotating the drive shaft and it was unable to rotate. There is blood inside the housings. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that burr and rotawire got detached and remained inside patient's body. Vascular access was obtained via right femoral artery. The 15mmx4.0mm target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed 8 times. After performing ablation, it was noted that the burr became stuck. A non-bsc guidewire was used to resolve the issue, but it was unsuccessful. Then, left femoral vessel was punctured using a mach1 guide catheter and a non-bsc microcatheter and another non-bsc guidewire were crossed atrioventricular vessel. A 1.0x5mm non-bsc balloon was advanced via another non-bsc guide catheter and inflation was performed at 14atm for 4 times at the proximal side of the stuck area. The balloon catheter was exchanged to a bigger size, a 1.5x8mm non-bsc balloon and inflation was performed at 20atm for 6 times at the proximal side of the stuck area, until the balloon crossed the side of the burr. Then, the balloon catheter was exchanged to another bigger size, a 2.0x8.00mm non-bsc balloon and inflation was performed at 20atm for 8 times at the stuck area. Then, the stuck area was dilated with a 3.0x15mm non-bsc balloon at 18atm for 6 times. The area was dilated with 1.5x8mm non-bsc balloon at 20atm for 5 times. Then, the non-bsc guide catheter was removed from the patient and the lesion was observed with an ivus catheter. No resistance was felt when the complaint device was pulled proximally, and the device was removed from the patient. It was noticed that the tip part of the rotalink plus and a rotawire was detached. The separated rotawire and the burr remained in the right coronary artery and was pushed in the vessel wall with a stent. The current patient condition is good. No further patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that burr and rotawire got detached and remained inside patient's body. Vascular access was obtained via right femoral artery. The 15mmx4.0mm target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed 8 times. After performing ablation, it was noted that the burr became stuck. A non-bsc guidewire was used to resolve the issue, but it was unsuccessful. Then, left femoral vessel was punctured using a mach1 guide catheter and a non-bsc microcatheter and another non-bsc guidewire were crossed atrioventricular vessel. A 1.0x5mm non-bsc balloon was advanced via another non-bsc guide catheter and inflation was performed at 14atm for 4 times at the proximal side of the stuck area. The balloon catheter was exchanged to a bigger size, a 1.5x8mm non-bsc balloon and inflation was performed at 20atm for 6 times at the proximal side of the stuck area, until the balloon crossed the side of the burr. Then, the balloon catheter was exchanged to another bigger size, a 2.0x8.00mm non-bsc balloon and inflation was performed at 20atm for 8 times at the stuck area. Then, the stuck area was dilated with a 3.0x15mm non-bsc balloon at 18atm for 6 times. The area was dilated with 1.5x8mm non-bsc balloon at 20atm for 5 times. Then, the non-bsc guide catheter was removed from the patient and the lesion was observed with an ivus catheter. No resistance was felt when the complaint device was pulled proximally, and the device was removed from the patient. It was noticed that the tip part of the rotalink plus and a rotawire was detached. The separated rotawire and the burr remained in the right coronary artery and was pushed in the vessel wall with a stent. The current patient condition is good. No further patient complications were reported.